Manufacturer narrative:
The investigation results revealed that one spring component of the returned pliers had cracked and broke during investigation. The fracture surface showed intercrystalline forced rupture mode due to stress crack corrosion. The crack occurred due to very high compressive forces of the retaining screw. The root cause for this event can be attributed to a manufacturing related problem.

Event description:
A crack was found at the inner side of the grip part of the pliers during inspection of the returned loner kit from the hospital.